Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted an 006 call service alarm that would not clear. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jun-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of cs 006 alarms. The battery compartment and cap were undamaged and able to fit securely to the pump. During testing, the pump was powered on to the verify screen. The ez-prime steps were performed correctly. The pump was exercised for 24 hours with no cs 006 call service alarms occurring. The complaint of a call service alarm issue was not duplicated during investigation.